Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. A sample evaluation was not performed due to unavailable sample. The cause was undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter global technical services regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a check patient line alarm. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated there were air gaps in the patient line. The tsr had the hp cycle power. The drain volume was 41ml. The tsr helped the helped the hp end therapy and instructed the hp to discard all the supplies and start over with new supplies. Product surveillance contacted hp on (B)(6) 2011. The hp stated, he has not had any trouble with therapy since the home choice was swapped. The hp did notify the peritoneal dialysis nurse (rn) concerning the air in the line. The hp was unsure how the air got into the setup. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.